Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the axium implant coil prematurely detached. Prior to the event, an echelon microcatheter was placed in the aneurysm and one axium coil was successfully implanted in the aneurysm. Then the physician introduced the axium qc 3d (reported device) and introduced it halfway and the coil came out into the parent artery. The physician pulled the coil back to reposition it, but resistance was felt and it prematurely detached. Half of the coil was hanging in the parent artery and it was removed with the help of the rebar 27 and solitaire 2 (6 x 30). No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of a ruptured aneurysm measuring 7mm x 3.78mm located in the a-comm. The patient's blood flow was normal. The vasculature was moderate in tortuosity. The pushwire was not bent or broken. The physician only attempted to reposition the coil once. There was no attempt to detach the coil. The physician did not rotate the delivery pusher. A continuous flush was administered.